Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods") and vaginal haemorrhage ("spotting"). The patient was treated with surgery. At the time of the report, the abdominal pain lower, dyspareunia, menstruation irregular and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menstruation irregular and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ pain'), device dislocation ('migration of essure device : pathology noted it was not in the fallopian tube') and pregnancy with contraceptive device ('pregnancy birth -no complication') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included pregnancy ((B)(6) 2002, (B)(6) 2006, (B)(6) 2010, (B)(6) 2013), parity 6 and multi gravida. Concomitant products included intrauterine contraceptive device (paragard) from (B)(6) 2015 to (B)(6) 2015 and levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2015 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("spotting/vaginal haemorrhage"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/ abnormal bleeding") and dysmenorrhoea ("dysmenorrhoea (cramping)"). The patient was treated with surgery (hyst. (Partial) (B)(6) 2015, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, device dislocation, pregnancy with contraceptive device, dyspareunia, menstruation irregular, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for- pregnancy birth(no complication), abnormal bleeding(vaginal, menorrhagia), migration of essure device in fallopian tube/ failure to occlude in fallopian tube , dysmenorrhea. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnant. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: newly added events- menorrhagia, pregnancy with contraceptive device, device ineffective/failure to occlude in fallopian tube , device monitoring procedure not performed, product indication and date of essure insertion date were updated, date of essure removal was added, reporter was added. On (B)(6) 2019: pfs received: events- "migration of essure device : pathology noted it was not in the fallopian tube, dysmenorrhea (cramping)", medical history, lab data added. Follow up 1 and 2 processed together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.